Manufacturer narrative:
Product event summary: the full lead (in portions) was returned for evaluation. Setscrew marks were noted centered on the connector pin(s). The outer insulation of the lead developed a breach due to a depression while in vivo. Visual evaluation of the distal conductor did not reveal any anomalies. Electrical testing found the continuity was complete in the proximal conductor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Full analysis cannot be completed at this time due to pending litigation. Product event summary: the full lead was returned in segments, analyzed, but full analysis could not be performed due to legal restrictions. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, and rising impedance since implant, which are now high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.